Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure the arm of the vasoview hemopro 2 c-ring broke. Nothing broke off or fell into the patient and the entire system was retrieved. There was a slight delay when a new kit was opened and the procedure completed without any issues. No patient harm was reported.

Manufacturer narrative:
Tw (B)(4). Updated sections: b4, g3, g6, h2, h4, h6, h11. The device was not returned to maquet cardiac surgery for investigation; however, a photograph was provided by the account. A photographic evaluation was conducted. Signs of clinical use and evidence of blood was observed on the intact c-ring. The scope wash arm of the c-ring was observed to be transected and melted at the base of the c-ring. No other visual defects were observed in the photograph. Based on the non-return of the device as well as the photographic evaluation, the reported failure "break-c-ring" was confirmed. The lot # 3000504118 - history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system.

Event description:
N/a.